Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia while using the ilet device, with the lowest recorded blood glucose (bg) of 30 mg/dl. The event was corrected with carbohydrate intake. The device provided a low bg alert. Bg was rising by the end of the call. No medical intervention was required.